Manufacturer narrative:
(B)(4) evaluation process: performed visual inspection on unit per (B)(4). Lid has scratches down to bare metal. Front panel overlay has impact damage to display area. -lcd screen has cracked screen starting from left bottom corner. Performed baseline functional testing per (B)(4). -using service department testing equipment (lcd assembly) technician was able to evaluate unit <(><<)>(><(>&<)><(><<)>)> no performance issues found. Delivered rf energy properly in all modes. Root cause: no performance issues found. Delivered rf energy properly in all modes. Scratches, bare metal <(><<)>(><(>&<)><(><<)>)> cracked lcd screen are due to impact damage to unit out in the field. (B)(4).

Event description:
During use, the device tip (tna) became loose and detached from the shaft, allowing the tip to make contact with the patient's facial skin near the lip causing 1 cm burn. The burn was treated with neosporin, no additional treatment necessary. During investigation for the returned tna device, an additional failure was found, where the housing of the device tip melted on the corners. Biomed later tested the generator before returned for investigation with a 4.0 device, and reports that the generator exhibited high output for coag settings 1-5. Biomed reported this additional information to (B)(4) on 6/9/2015.

Manufacturer narrative:
(B)(4). Results and conclusion: product scheduled for return but not received by manufacturer for inspection. Product event # (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During use, the device tip (tna) became loose and detached from the shaft, allowing the tip to make contact with the patient¿s facial skin near the lip causing 1 cm burn. The burn was treated with neosporin, no additional treatment necessary. During investigation for the returned tna device, an additional failure was found, where the housing of the device tip melted on the corners. Biomed later tested the generator before returned for investigation with a 4.0 device, and reports that the generator exhibited high output for coag settings 1-5. Biomed reported this additional information to mae on (B)(6) 2015.